Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported device did not deploy correctly was not confirmed as not all components were returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a left tibial revascularization procedure. Reportedly, the proglide did not deploy correctly. Manual arterial pressure was held until the clip of a starclose se device was deployed and hemostasis was achieved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an unspecified procedure. Reportedly, an unspecified issue was noticed. Hemostasis was achieved with a starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.